Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw of the bisector fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicon on the cold jaw was detached at the tip but remained attached at the base of the jaw. No damage was observed on the heater wire. No other visual defects were observed. Based on the returned condition of the device the reported complaint was not confirmed for the reported failure mode but was confirmed for the analyzed failure mode "peeled insulation". Specific actions for the confirmed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw of the bisector fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.